Event description:
It was reported that this left ventricular (lv) lead exhibited low out of range pace impedance measurements. No adverse patient effects were reported. At this time, this device system remains in service.